Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a motor error alarm. The customer's blood glucose was 411 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer stated that the insulin pump was able to complete rewind. The customer performed displacement test. The customer was advised that the displacement test and manual prime were successful and motor error alarm did not recur. The insulin pump will not be returned for analysis.